Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. The device was not returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. However, the laser logs for the tfl-pls used in this event were provided. The log shows that the frequency and power output are not in line with any soltive preset settings and specifically not the same settings as the ureter stone settings which have a wattage output of 8w for the left pedal and 8.4 w for the right pedal while the minimum wattage used in the only event for was 20w. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the complaint data available does not suggest that the preset/ default settings can be linked to a higher than expected occurrence of thermal injuries from thulium fiber laser devices. Therefore, a specific root cause of the suggested event could not be identified. The event can be prevented by following the instructions for use which state: "caution should be used with power (watts) and lasing duration until the surgeon is completely familiar with the biological interactions of laser energy with various types of tissue. Unless otherwise stated in the specific application section, the surgeon should begin with the lowest pulse energy and power along with long pulse width. The surgeon should observe carefully the induced surgical effect and adjust laser settings until the desired surgical effect is obtained. These effects include coagulation, depth of penetration and cutting intensity." "Incorrect treatment settings can cause serious tissue damage. Therefore, it is recommended that you use the lowest acceptable treatment settings until familiar with the instrument's capabilities. Use extreme caution until the biological interaction between the laser energy and tissue is thoroughly understood." "Warning - preset parameters on the instrument are intended to serve as setting guides only. The physician should carefully prepare these settings to have the desired effect on target tissues." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus employee reported that during a therapeutic lithotripsy procedure the 200 micron tfl single use fiber was used on standard settings and patient suffered ureteric stricture. As a result, an additional balloon dilation procedure was undertaken to repair the stricture. The procedure was completed with the same device without any delay. Details of the patient's current condition was requested but not available at the time of the report. 2 complaints have been reported for the event: 1) complaint # (B)(6) soltive premium superpulsed laser system, model number,-tfl-pls, serial number: (B)(6). 2) complaint # (B)(6) 200 micron tfl single use fiber, model number: tfl-fbx200s, serial number -unknown (this complaint).